Event description:
The customer reported this right ventricular (rv) pacing lead was capped and surgically abandoned due to high threshold measurements (was above 3v at 1 ms and the impedance was in the 200 ohm range). Another rv lead was implanted; no adverse patient effects were reported. The device was actively implanted for approximately 6 years, 11 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature.